Event description:
It was reported that the patient attempted to take the catheter out and the catheter broke. During a follow up report, it was reported by the doctor that following an abdominoplaty procedure, a catheter was placed subcutaneously with a portion of the catheter, 1 to 1 1/2 inches, under the rectus fascia. It was also reported that either the patient or family member removed the catheter and resistance was felt during removal. The doctor reported the catheter had been stretched during removal, as it was longer than it should have been. The doctor stated that he estimates that approximately one inch of the catheter remains in the patient, although no x-ray was done. He also reported it was decided to leave the.

Manufacturer narrative:
As of 08/10/2009 the catheter has not been returned for evaluation, the catheter was discarded.